Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had inaccurate time. A technical support specialist (tss) verified that the station time was off by four minutes. Confirmed the time zone and date was correct, then fse corrected the station time following current central standard time (cst). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary mary-psu system time was inaccurate and off by approximately 4 minutes. The customer requested that the pyxis system time be updated to reflect the current actual time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.